Event description:
It was reported that the patient experienced hypotension and due to a hematoma. During the procedure, the patient experienced a significant drop in blood pressure. The physician used an echocardiogram to check for effusion, but none was detected. Blood pressure was stabilized with medications, allowing the procedure to continue without further complications. However, in recovery, the patient developed a large hematoma at the access site. A CT scan was performed, and the patient was taken to the or for intervention, where a stent was placed. The patient is expected to make a full recovery. The faradrive steerable sheath was disposed and not expected to return, therefore the lot number is not available. It was further reported that the type of procedure was a pulmonary vein isolation (pvi) using farapulse. The patient had been discharged home. It is unknown about prior medical conditions or medications. No further information is available.

Manufacturer narrative:
Detailed product information was not provided to bsc. It was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.